Manufacturer narrative:
No product was returned to zoll medical corporation for evaluation, despite request. The customer reported that the device did not recognize pulseless ventricular tachycardia (v-tach), however through subsequent discussion the customer attributed their report to use error and not a device malfunction. The claim will be closed as no product returned with no fault indicated but the claim will be reopened if the product is ultimately returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 70 year old male patient, the device prompted "no shock advised? For a rhythm clinicians believed to be shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.